Manufacturer narrative:
The device was returned to cardiac surgery on 08 feb 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring proximal seal cracked during loading. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.